Event description:
It was reported that the respiratory rate trend (rrt) vector switched during a signal artifact monitor (sam) episode due to low out of range atrial impedance. Ts provided advice on how to proceed. It was noted that the clinic will continue to monitor the atrial impedance. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).